Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to reload the cartridge. Reportedly, the cartridge was filled with 300 units on (B)(6) 2017. The customer confirmed a new cartridge would be loaded onto the pump and declined further assistance from tandem technical support. There was no reported impact to the customer's blood glucose level.